Event description:
The customer reported being hospitalized due diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller stated that her glucose was at 400mg/dl when she woke up. Then she changed the infusion set and noticed that the cannula was bent. Troubleshooting was performed. The customer mentioned that she has lost weight over the past two years. The caller also reported getting button error alarms, and she did not press the buttons for three minutes or greater. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm a button error alarm. The device had cracked case at the display window.